Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient's device had poor coupling when recharging. The patient was in a wheelchair and the implantable neurostimulator (ins) would tilt out when the patient tried to recharge. They were only able to get 4 coupling bars and were very frustrated. The doctor suggested that the patient charge at an angle. If that didn't work they were going to discuss revising the pocket. There were no patient symptoms reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient's indication for use was non-malignant pain.